Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's spouse called for assistance with changing the infusion set and reservoir. Blood glucose reading was 421 mg/dl. The customer had forgotten to rewind the insulin pump. Assisted the customer with priming the insulin pump. Customer had treated with manual injection. The customer declined troubleshooting for the high blood glucose. Advised the customer to monitor the insulin pump and his blood glucose level. Nothing further reported.